Event description:
It was reported to boston scientific corporation in 2007, that a jagwire precursor device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) (female patient; weight is unknown). According to the complainant, the doctor found that the external hydrophilic coating was detached from the distal end of the jagwire tip and fell into the patient's duodenum. The detached coating was removed from the patient. The procedure was completed with a zebra guidewire. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Based on the evaluation of the returned device, visual evidence suggests that an attempt was made to remove the guidewire against resistance, resulting in pebax separation. The most probable root cause is handling damage.